Manufacturer narrative:
Pt info was requested but is not available at this time.

Event description:
It was reported that a pt was found without a heart rate or blood pressure. The arrhythmia alarms were turned off (arry off) at the time of the event. This issue is reportedly occurring on all solar units in the cardiovascular intensive care unit. The pt event occurred while the pt's nurse was on break. The pt reportedly went into ventricular fibrillation, and it was not until blood pressure changed that the caregiver(s) were alerted to the event. At that point, the pt had been in asystole for an estimated 4 to 5 minutes. Both heart rate and blood pressure alarms were active. The customer states that the pt is "back on echmo" and is "extremely ill". It is unk at this time whether the pt's current condition is related to the reported event. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.